Event description:
It was reported that the patient was hospitalized following a suspected stroke. The patient has gotten CT scans, but they are unable to have an MRI as they have not used their spinal cord stimulator in years and no longer have the remote control or charger.